Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced two nodules on abdominal area event on (B)(6) 2026. Due to the event, the patient was prescribed with augmentin 875mg/125mg orally for ten days and diprogenta ointment for five days. The patient experienced stiffness at night. No further information available.